Event description:
On (B)(6) 2022, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was displaying the ¿error 5¿ message after applying a blood sample. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call, since the patient was unable to answer questions during a follow-up call. The reporter alleged that the error message began to appear on (B)(6) 2022, at an unspecified time. The patient manages their diabetes with unspecified insulin (fixed dose) and the reporter claimed that the patient increased their insulin intake in response to the alleged issue. The reporter was unable to specify if the patient developed any symptoms due to the alleged issue however, the reporter stated that due to the meter giving error messages the patient was hospitalized on (B)(6) 2022. The reporter informed that the patient was treated by an hcp with oral medication for diabetes. No blood glucose readings on any other devices were reported. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca walked the reporter through a retest and the alleged issue remained unresolved. The cca established that the error was caused by the system. The products involved in the complaint were replaced. Customer care was unable to reach the patient to clarify if the patient developed any symptoms suggestive of a serious injury adverse event after increasing their dose of insulin. However, this complaint is being reported because the patient reportedly received hcp treatment for an acute low blood glucose excursion while using the product and the subject meter could not be ruled out as a cause or contributor to the event.